Manufacturer narrative:
Based on the device analysis, reported information, the provided images, the report of catheter kinked/damage was confirmed. During the device analysis, the catheter was found to be leaking from a crack on the catheter body. It is likely the same impact that caused the catheter and protective outer tube to become damaged caused the catheter to become cracked. However, the cause of the damaged remains unknown. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cello balloon guide catheter was returned for analysis. The cello outer carton was not returned, and no images have been provided. The mid-section of the cello dilator inner pouch was found to be damaged at the folded location. Upon removal of the cello protective tubing from the inner pouch, the tubing was found to be bent approximately 58cm from the distal end. The cello balloon guide catheter was removed from within the protective tubing for further examination. The balloon inflation port was found to be detached and not returned. The mid-section of the strain relief was found to be kinked approximately 97.8cm from the catheter distal tip. The strain relief was removed, the catheter body was found to be kinked with multiple cracks approximately 97.8cm from the distal tip. The cello balloon guide catheter body was found to be flattened from approximately 97.8 to 38.5cm from the distal tip. In addition, the catheter body was found to be kinked approximately 53.2cm from the distal tip which aligns with the kink found on the protective tubing. Upon visual inspection, the balloon appears to be intact. The main lumen was flushed, water exited from the distal tip. However, an unsuccessful attempt was made to inflate the balloon as the catheter was found to be leaking from the cracks. No other anomalies were observed. The cello balloon guide catheter was sent to fuji corp. For further investigation. A follow-up MDR will be submitted when device investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a cello catheter had an out of the box defect at preop setting. It was reported the box was not damaged. When the cello catheter was removed from the box, there was visible damages, catheter body flattened. There was no physician or patient involved in this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.